Event description:
This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 2 of 7 for (B)(4). Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Incorrect patient identifier reported on initial MDR.

Event description:
This is report 2 of 7 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Pt with severe neuro scoliosis was implanted with screws, locking caps and rods on an unknown date. The screws were placed and final tightened with the locking caps. After tightening, the neuro monitoring system showed that there were no signals in the pt's lower extremities. Surgeon experienced difficulty while loosening all of the 18 locking caps. Surgeon was able to open 16 of the locking caps after a period of 20 minutes, however, 2 locking caps would not open. One of the rods had to be cut. It was reported that the signals returned on the monitoring system. No additional info available. This is the 2nd of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.